Event description:
Patient is reported to have developed a burn on the outer right leg above the ankle, measuring approximately 2" x 2", following treatment with the anodyne professional unit which was administered by a health care professional. Patient was treated with a topical antibiotic ointment and a dressing, and has completely healed.

Manufacturer narrative:
Patient was being treated by the anodyne unit for pain. The treating facility reports to have applied therapy pads appropriately and at the time and energy setting that is recommended for the condition treated. Unit was returned for evaluation. Voltage and frequency were tested, and readings verified the unit was operating within specifications. A free air test was conducted on the arrays of this unit, and found to be operating within temperature guidelines. The design and functionality of anodyne's device does not suggest that there is an anticipated or "usual" frequency and severity of occurrence for the incident reported in our MDR's. The directions for use and warnings that accompany the device are adequate for purposes of preventing thermal incidents. We believe that most of the reported events have resulted from the isolated failure of patients and clinicians to heed the warnings and to follow the adequate directions for use that accompany the device.